Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "damaged after being inserted."

Event description:
Healthcare professional reported unknown side expander "damaged after being inserted." Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening assessed, as surgical damage. Additional observations: no other observations observed. No further actions are required, as the device was received out of its sealed package.

Event description:
The event of device rupture has been confirmed not to have occurred and has been changed to deflation, as the device is a saline tissue expander.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.